Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that prior to a case discoloration and a white coloring was noticed on the tubing.

Manufacturer narrative:
The discolored tubing condition was confirmed on the product received. The cosmetic defect observed was acknowledged to be typical of gamma ray sterilization effects. As per risk document most probable root causes are: 1. Manufacturing/assembly error; 2. Improper cleaning/sterilization leading to rusting/corrosion. Visual inspection and investigation leads to that the most probable root cause is: improper cleaning/sterilization leading to rusting/corrosion. However, the discolored tubing sterilization effects, although not common, are part of variation to gamma rays exposure and it cannot be ascertained with the evidence obtainable that there was any manufacturing or sterilization error but moreover that it is part of variability. Lots sterilization records were verified and it was performed according to specs. Failure mode occurrence, severity and risk are within acceptance thresholds as per current risk document. There are procedures and controls in place to mitigate the occurrence.. No further action is deemed necessary. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that prior to a case discoloration and a white coloring was noticed on the tubing.